Event description:
Baxter received a report that vest apx system new device had power cord damaged with copper wires exposed. This occurred at home during patient use. There was no patient injury or death reported with this event.

Manufacturer narrative:
The baxter technical support found the power cord needed to be replaced. The vest airway clearance system is intended to help provide effective airway clearance. The unit has an inflatable vest garment attached by air hoses to an air pulse generator. The air pulse generator rapidly inflated and deflates the inflatable vest to gently compress and release the chest wall, creating airflow within the lungs. This process, mimics coughing, moves mucus toward the parge airways where it can be cleared by coughing or suctioning. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this product. It is unknown if the customer performs preventative maintenance on their products. A replacement power cord was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power cord with exposed copper wires were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.